Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 21.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to residual of myopia outcome. The replacement lens was a zxr00 20.0 diopter lens. There was no incision enlargement, and only sutures were used. Reportedly, the patient is doing good. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/10/2018 device returned to manufacturer? Yes. Device evaluation: visual inspection of the return sample shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.